Event description:
Ous MDR - it was reported to us that a perforation with tamponade formation occurred during the implantation. The lead was not returned to biotronik.

Manufacturer narrative:
Ous MDR - this device was not returned for analysis. The analysis is therefore based on the existing manufacturing documents. The production process of this device was checked. The manufacturing documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.